Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2009, the patient underwent stenting of the pre-dilated lmca with one xience v stent, the pre-dilated proximal lad with one xience v stent, and pre-dilated proximal cx with two xience stents. Eight months later, the patient experienced angina with minimal efforts that had been progressive in the last few weeks. The patient was hospitalized. Troponin level was elevated at 1.45 and result was reported as normal or clinically irrelevant, a myocardial infarction was not reported. The catheterization report revealed lmca with mild intrastent proliferation, lad intrastent proliferation of 60% and cx with severe intrastent proximal restenosis and stent in middle segment with moderate intrastent restenosis. A double coronary artery bypass surgery was performed the following month, to the distal anterior descending artery. The patient stabilized the following day. The discharge date was not reported. There is no additional information available.

Manufacturer narrative:
Restenosis and angina, as noted in the xience v IFU are known adverse events associated with coronary stenting. Additionally, restenosis, angina, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. The two xience v stents implanted within the cx artery mentioned were reported under MFR# 2024168-2009-02094. The xience v stent implanted in the lmca mentioned was filed under MFR# 2024168-2009-02365.